Event description:
Four increased intraperitoneal volume (iipv) situations were identified in the log of a returned homechoice (hc) device. This is report 3 of 4. The iipv occurred on (B)(6) 2010 during drain cycle 7. The drain volume was 3107ml. This drain volume meets baxter's iipv criteria.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed the return instrument test/evaluation electrical safety analyzer test, but failed the rite functional test for a reload set 152. The device was made operational by replacing the cut tubing on the vsr pressure transducer tubing. The device passed temperature verification and accuracy testing. The cause of the increased intra-peritoneal volume (iipv) identified in the device logs was: insufficient drain use error-tidal ultrafiltration removal set too low. The label review found the labeling adequate for the use error in this complaint. Review of the service dates and activities revealed the previous return of the device was not for the reported problem of iipv with no issues identified that may have contributed to the issues of iipv. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.